Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2007, the pt was implanted with seven gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography angiography revealed disease progression resulting in a distal right common iliac artery aneurysm. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component and two gore viabahn endoprostheses to treat the disease progression and the distal right common iliac artery aneurysm. The pt tolerated the procedure and no further complications were reported.